Event description:
Fail on install. Viasys field service rep on site reports that he found that it% panelmeter blank...no 5v coming to it and the audible alarm does not sound.

Manufacturer narrative:
H3: the user facility was given a return goods authoriztion (rga) number for the return of the device for evaluation. As of the date of this report the device has not been received by us. Once the device is received, we will evaluate the device and submit a follow-up medwatch report. Additionally, we have shipped the user facility a replacement device.